Event description:
The manufacturer received a report that a trilogy evo ventilator displayed a "ventilator service required" and "oxygen regulation" alarm. A request was made for replacement, and the device was replaced with the same model at the site. There were no reports or allegations of patient harm or injury. The trilogy evo device was returned to the manufacturer for evaluation. The customer's complaint was not confirmed. During the evaluation of the device, the device log files were successfully downloaded and reviewed in full. The manufacturer confirmed that a ¿ventilator service required¿ alarm occurred due to the o2 proportional valve, which controls oxygen flow to the blower inlet, being mechanically stuck in either the open or closed position. Additionally, an ¿evt_o2_regulation¿ alarm occurred due to delivered oxygen concentration is not within fio2 setpoint +/- 10%. The issue was determined to be a temporary malfunction of the oxygen blending module (obm) sub-assembly¿s proportional valve. As a corrective action, a preventive replacement of the obm sub-assembly was performed. Following repair, final testing was completed, including battery check, valve check, operational run testing, and cleaning. Normal device operation was confirmed.